Manufacturer narrative:
Initial reporter phone: (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that during an atrial fibrillation (afib) ablation procedure, after the carto vizigo¿ 8.5f bi-directional guiding sheath, small, was placed, the hemostatic valve broke, and blood leaked through it when the ablation catheter was loaded. No additional treatment was required to stop the bleed. The sheath was replaced, and the issue resolved. The procedure was successfully completed. Since there¿s no indication that the bleed was excessive nor that the patient¿s hemodynamics was compromised, this won¿t be considered a patient event, but a product malfunction. The hemostatic valve breakage is an MDR-reportable issue.

Manufacturer narrative:
On (B)(6)2020, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that during an atrial fibrillation (afib) ablation procedure, after the carto vizigo¿ 8.5f bi-directional guiding sheath - small was placed, the hemostatic valve broke and blood leaked through it when the ablation catheter was loaded. No additional treatment was required to stop the bleed. The sheath was replaced, and the issue resolved. The procedure was successfully completed. Device evaluation details: a visual inspection was performed and it was found that the hemostatic valve is dislodged inside the hub of the device. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve since stress marks and physical damage on the outer diameter were observed under microscope which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath. - always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. - do not insert a dilator at an angle, as damage to the sheath valve may occur. A device history record was performed for the finished device 00001421 number, and no internal action related to the complaint was found during the review. The customer complaint was confirmed. The root cause of the dislodged hemostatic valve inside the hub could be related to handling of the device during the procedure however, this cannot be conclusively determined. The odp (optimal device performance guide) provide additional instructions on how to insert the dilator into the sheath. Due the conditions observed in the hemostatic valve conditions, an internal corrective action has been opened to investigate the issue. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)